Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not recharged the ipg as recommended. In turn, the ipg is non-functional an can no longer communicate with the programmer and charger. An sjm rep attempted to troubleshoot the issue suing a demo programmer to no avail. Surgical intervention will be undertaken to provide resolution.